Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump tested with the sg and bg in acceptable range. Unit successfully downloaded to thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, missing display window cover, and cracked battery tube threads. Pump passed functional testing. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the sg and bg was in acceptable range during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose because customer was not getting an accurate readings on her insulin pump and meter always different. Customer think that the insulin pump was not working properly. Troubleshooting was not performed. The event involved product(s) mmt-1880l. Customer reported high bgs. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.